Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration, qc, and system alarm trace were requested but not provided. The customer confirmed there were no visual issues with the samples. The customer replaced the cuvettes and photometer lamp. The field service engineer cleaned the incubation bath and verified the system's optics. He performed precision testing and confirmed the calibration and qc results matched the other analyzer. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for four patients tested with a cobas 6000 c (501) module. The initial calcium results were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas 6000 c (501) module. Patient (B)(6) initial calcium result was 13.2 mg/dl, and the patient's repeat result was 9.1 mg/dl. Patient (B)(6) initial calcium result was 13.3 mg/dl, and the patient's repeat result was 8.5 mg/dl. Patient (B)(6) initial calcium result was 13.2 mg/dl, and the patient's repeat result was 8.5 mg/dl. Patient (B)(6) initial calcium result was 12.3 mg/dl, and the patient's repeat result was 8.9 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number was 549901 with an expiration date requested but not provided.